Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure a physician had not place a temporary pacing wire for a device dependant patient who was reported to have some issues during the case. The field representative had no further details surrounding this case or patient.